Event description:
Caller reported a pixel issue on the pump display, which affected their ability to interact with the pump and read the screen. The customer declined to provide their blood glucose level at the time of the event. Technical support organized a replacement pump and the customer was instructed to switch to multiple daily injections as a backup therapy to ensure insulin delivery. The caller was informed about the procedures for returning the pump and acknowledged the instructions.